Manufacturer narrative:
Results of investigation: the carefusion failure analysis (fa) representative (rep) received the alleged faulty gde (gas delivery engine) assembly for evaluation. Upon inspection of the gde externally, no anomalies were found. The carefusion fa rep were installed the gde on the avea test station and powered into user mode, "ext high ppeak" (extended high peak pressure) was being displayed on the uim (user interface module) alarm banner. The carefusion fa rep cycled the power into service mode to inspect the pressure transducer calibration screens. While checking the pressure transducer calibration screens, the carefusion fa rep noticed that the exp pres (expiratory pressure) transducer ambient pressure a/d (analog/digital) counts were railed high to four-thousand ninety-five (4095) a/d counts. The inspiratory pressure and expiratory flow calibrations were within specifications. The carefusion fa rep was able to duplicate the customer's reported issue and isolated the root-cause to the expiratory pressure transducer located in the tca (transducer/communication/alarm) assembly. This is a known issue and has been corrected per avea recall (B)(4).

Manufacturer narrative:
Carefusion file identification: (B)(4). The customer did not provide patient demographics such as age, date of birth, gender, and weight. Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the alleged defect is available for analysis and an rga (return good authorization) has been issued. At this time, the suspect device has not been received by carefusion.

Event description:
The customer reported extended high ppeak (peak pressure), safety valve open, and circuit occlusion alarms while using the avea ventilator. The customer reported being unable to reset the alarm. The issue occurred during patient use and reported the suspect device was substituted for another ventilator. There is no report of patient consequence associated with the event.